Manufacturer narrative:
An outside of united state (ous) customer reported cutting their hand while removing a cuvette from an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
The customer injured herself while removing a cuvette from an atellica im 1600 instrument. The customer hit her hand on the cover of the instrument. The cut was disinfected and bandaged. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00111 on 14apr2022. Additional information (19may2022): an outside of united state (ous) customer reported cutting their hand while removing a cuvette from an atellica im 1600 instrument. Siemens could not obtain any additional information from the customer. The operator did not seek any further medical treatment other than disinfection and bandage. The instrument is performing according to specifications. No further evaluation of this device is required.